Event description:
The pump was returned for investigation. Investigation revealed a display failure and a damaged battery cap. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the pump was powered on and the display screen appeared dim and discolored. Additionally, the battery cap threads were stripped. (B)(6).